Event description:
Problem happened on preuse check, the problem was that there was a pft error and it would never reset. The vent would continually alarm and no mode would work. The problem was caused by a screwdriver bit, this part was under the motherboard pc 1607. The bit was removed and the error cleared. Performed final performance check unit passed all tests. Customer believes this item was in unit since unit was manufactured because the bit is not common to the medical center.